Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the following device was received as blind unit product code: 200015005, lot no - gm6127704. Product code: 481400050, lot no - az536648. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the emsys lnr imp tip adpt was stuck with the kincise 1 emphsys strght impct. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces, such as, overtightening and impaction forces while the device is not fully threaded. A functional test was performed and the devices do not disengage as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip adpt would have contributed to the device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative:

Event description:
The following device was received as blind unit. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.